Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. Medical records were provided and reviewed. Based upon the medical record review, filter limb detachment can be confirmed. Per the reported event details, a recovery cone and rigid forceps were used to retrieve the filter. Per the info for use (IFU), only a recovery cone should be used for filter retrieval. It is possible that the use of rigid forceps contributed to the reported event. However, the definitive root cause is unk.

Event description:
It was reported that approximately eight years after implantation of a vena cava filter during the scheduled filter retrieval, a detached filter leg was identified outside the ivc wall. The filter legs were noted to be chronically embedded in the ivc wall. The filter was removed successfully with a recovery cone and rigid forceps; however, two filter feet detached during the retrieval. No attempt was made to remove the detached filter leg or filter feet. There was no reported patient injury.